Event description:
It was reported that during a da vinci-assisted surgical procedure, tip of the harmonic ace instrument was broken. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse cannot remember if the broken tip was still intact or broken off/detached from the instrument. There was no patient harm/injury. A fragment did not fall inside of the patient. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 9.09 mm x 2.14 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. Common causes of the failure mode broken instrument blades are attributed to use conditions. Broken blades result from damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.